Manufacturer narrative:
The product analysis indicates that the bearings were corroded and the motor was shorted. The motor, bearings, and seals were replaced. The device was tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer indicates that the handpieces overheated within a few minutes and a replacement handpiece was used to complete the case.

Manufacturer narrative:
The initial inspection indicates that pre-repair temperature testing could not be performed as the handpiece would not turn (seized). The reported issue of overheating could not be confirmed. The product analysis has not yet been completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during setup the handpiece overheated. There was no patient impact.